Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had a network outage. A field service engineer assisted customer with resolving error on station causing disruption and offline. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device showing "unscheduled downtime" error on the screen. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.